Event description:
Reference number (B)(4). Event occurred in canada. It was reported that, the patient inserted infusion set without removing needle guard event on (B)(6) 2024. Infusion set was in use for 3 and a half hours. The patient replaced infusion sets and resumed insulin successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Per revision 21 of procedure (B)(4), a child investigation is not required to document the device history record (DHR) review for a type 2 reportable complaint. However, the child was created to allow the parent record to advance to review and summary. Since it was created, the DHR review was documented within the child. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007051, in question was manufactured at the reynosa site. DHR review: the lot 6007051 was manufactured according to the work instruction (wi) version 96 and packaging in the machine multivac 10 on 11-may-2024, with a total of (B)(4) units. Review of the DHR showed that an extended inspection was created due to delaminated tape, extended inspection was found within specification conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Extended inspection is not related with the claimed malfunction therefore, this issue will be monitored through the post market surveillance activities.